Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis demonstrated no alarms for the 14 days leading up to the reported event as well as normal pump parameters. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2015, on admission patient and his wife reported that the day before he developed transient slurring of his speech noticed by his mother-in-law. Since symptoms reoccurred the morning of presentation, his wife decided to bring him to the emergency department (ed) for evaluation. She mentioned that he has had some fluctuation of his symptoms and that he worsened slightly on their way to the ed. Patient denied any associated weakness/numbness, visual changes, facial weakness, speech changes, vertigo, nausea/vomiting, hiccups, change in alertness/consciousness. Neurology felt that the transient dysarthria was likely related to a small ischemic brain stem stroke due to a vad-related thromboembolic event in the context of previous sub-therapeutic inrs. Follow-up neurologic exams shows resolution of his admission findings and did not show any evidence for large vessel stenosis. It was stated that the event was resolved on (B)(6) 2015. No additional information available.